Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that both devices were not working. The inss had been turned off and the wires were disconnected. The patient is now self-catheting herself. No further complications were reported.

Manufacturer narrative:
Product type: lead, product ID: 3889-28, lot# va071f4, implanted: (B)(6) 2013; product type: lead, product ID: 3889-28, lot# va06nup, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that her first implant worked for 9 months and then the second one did not work at all. The patient reported both of the devices have been disconnected and patient is using botox injections now. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer via a healthcare provider (hcp). It was reported that the implant hadn't been working for almost 10 years. No further device issue alleged / identified. No further patient symptoms or complications were reported.